Manufacturer narrative:
The customer¿s report that the device failed to return to a continuous morphine infusion after a bolus dose was replicated during testing and was a result of user response to a guardrails warning. The customer¿s report that the device shut off was not confirmed. The customer described ¿shut off¿ was determined to be the device stopping and not restarting the continuous infusion. ¿ on 10 april 2021 at 9:32 pm a continuous infusion of morphine (drug ID: 186) is selected and programmed with the following parameters: calculated rate of 0.792ml/hr and vtbi of 20.07ml. Pvi = 5.9194ml. The programmed parameters triggers a guardrails warning ¿ ¿dose exceeds guardrails limit of 0.2 mg/kg/h. Proceed?¿ the user selected ¿yes¿ which starts the infusion. During the infusion the logs record the selecting ¿bolus¿. The log identified an instance where the device is selected, the guardrails warning appears, but the user response is ¿no¿, which clears the infusion parameters. The user then selects bolus and programs the bolus parameters, then starts the bolus. The guardrails warning appears, and the user response is ¿yes¿. Bolus dose completed and continuous infusion did not restart. Dose was programed and continuous infusion was restarted. Device is channeled off at 3:18 pm. The primary volume infused was recorded as: 43.2748ml. Reported event was replicated during replication of users programing steps. The returned syringe module was tested through asm (v9.8). Test results showed the device passing all preventative maintenance tests inspection of the syringe module found no irregularities. The syringe module was being used for treatment. The root cause of the customer¿s report that the device failed to return to a continuous morphine infusion after a bolus dose was identified due to response to a guardrails warning. The report that the device ¿shut off¿ was not identified. The user¿s response to the guardrails warning, ¿dose exceeds guardrail limit¿ with a ¿no¿ during a programmed bolus causes the pcu to return to the continuous infusion display screen with the infusion parameters cleared. With no continuous infusion parameter values, the infusion stops after the bolus is delivered. The infusion stopping can be perceived as a shutdown when the bolus dose completes. Which is an expected behavior. Sample inspection: an external and internal inspection of the customer¿s syringe module exhibited the following: the right (male) iui was observed with corrosion, damaged isolation ribs, and dry fluid residue. The left (female) iui was observed with dry fluid residue these observations were deemed to be incidental finding and not contributing factors to the customer complaint. Log analysis results: review of the pcu error logs showed no records associated to the reported incident. On 10 april 2021 at 9:32 pm a continuous infusion of morphine (drug ID: 186) is selected and programmed with the following parameters: calculated rate of 0.792ml/hr and vtbi of 20.07ml. Pvi = 5.9194ml. The programmed parameters triggers a guardrails warning ¿ ¿dose exceeds guardrails limit of 0.2 mg/kg/h. Proceed?¿ the user selected ¿yes¿ which starts the infusion. Between 1:48 am on 11 april 2021 and 2:09 pm on 12 april 2021 the logs record the user selecting ¿bolus¿ eleven (11) times. At 2:09 pm on 12 april 2021, the log identified an instance where the device is selected, the guardrails warning appears, but the user response is ¿no¿, which clears the infusion parameters. The user then selects bolus and programs the bolus parameters, then starts the bolus. The guardrails warning appears, and the user response is ¿yes¿. Bolus dose completed, however, the system does not transition to the primary infusion. The user reprograms the primary infusion, and the infusion is started. Device is channeled off at 3:18 pm. Pvi= 43.2748ml. Test results: infusion programming replication identified an instance where the user responds to a guardrails warning with no which clears the primary infusion parameters. The next actions the user takes is to program a bolus. The dose entered triggers a guardrails warning. The user responds with yes. When the bolus completes the infusion stops because the primary infusion parameters have been cleared. The returned syringe module was tested through asm (v9.8). Test results show the device passing all preventative maintenance tests. Device history review: a review of the device history record showed the device had a manufacture date of 10/03/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. Test methods: n/a.

Event description:
It was reported that after a bolus dose of morphine (0.6ml) via 30ml syringe module the device shut off. The nurse stated that the device failed to return to a continuous morphine (0.22 mg/kg/hour). Infusion after the shutdown. The devices were plugged into an external outlet at the time of the event and no alarms noted prior to the device shut down. The event occurred on the inc (intensive neonatal care) unit. The customer confirmed that there was no harm or consequences to the patient.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that after a bolus dose of morphine (0.6ml) via 30ml syringe module the device shut off. The nurse stated that the device failed to return to a continuous morphine (0.22 mg/kg/hour). Infusion after the shutdown. The devices were plugged into an external outlet at the time of the event and no alarms noted prior to the device shut down. The event occurred on the inc (intensive neonatal care) unit. The customer confirmed that there was no harm or consequences to the patient.